Event description:
Dealer alleged that the bottom plastic piece that covers sharp edges on the bottom of crutch above the rubber tip keeps coming loose and ends up down on the rubber tip exposing sharp edges.